Manufacturer narrative:
The actual device was received and evaluated. A functional assessment revealed that the bearings were worn. Therefore, the reported condition was confirmed. Evidence indicated this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device was "broken". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.